Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-518b-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure @ 89,278 joules of use, 42 minutes and power setting of 180, the "fiber began to shoot energy straight out of the tip". Laser was placed in standby mode and a second fiber was used to complete the case @139,750 joules of use. The first fiber tip (cap) was not cleaned during the procedure; the second fiber tip (cap) was cleaned. Patient outcome: "ok:" there was no patient injury reported.